Manufacturer narrative:
(B)(4)

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver would not boot and charge. The receiver turned on with call tech support error displayed on the screen. The functional test was unable to be performed due to the receiver turning on with 'call tech support error.' The receiver was opened and the unit passed internal visual inspection. The receiver download was unable to be performed with main board separated from u1 board. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err call tech support. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.